Manufacturer narrative:
(B)(4). The device was serviced by a service technician as part of preventative maintenance. Visual inspection and functional testing were performed. The f-2 alarm was identified during functional testing. The cause of the condition was determined to be a damaged downstream occlusion sensor. To correct the condition, the downstream occlusion sensor will be replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have an f-2 alarm. No additional information is available.